Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with complete pump reset information and assisted in walking them through the pump reset process. After the reset, the pump did not display the cgm error code again, and the caller was able to successfully start their sensor session.